Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2016-00645. It was reported the patient experienced a hit to the ipg pocket site which caused a bruise. Following it the patient experienced overstimulation multiple times and lost stimulation. The patient also reported, later when he turned on the scs system it was autoreducing. A system diagnostics revealed high impedances on the leads. A sjm representative tried troubleshooting to no avail. Surgical intervention will be taken at a later date to address the issue.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2016-00645. Additional follow up identified the patient underwent surgical intervention on (B)(6) 2016 wherein the left scs lead was explanted and replaced due to invalid impedances and a visible fracture. Additionally, the right lead was repositioned. Reportedly, effective stimulation was restored postoperatively. It is unknown which lead is the left lead.

Event description:
Device 1 of 2 . Reference MFR. Report# 1627487-2016-00645.